Event description:
The customer reported there was a leakage from the bending section of the subject device. The reported issue occurred while reprocessing the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (leakage from bending section) was confirmed and found to be caused by a cut on the bending section cover. In addition, service found the nozzle was deformed, the adhesive on the bending section cover was detached, the bending section cover was discolored, the image guide protector was cut, the connecting tube was scratched, the universal cord was discolored, the video cable was scratched, the video connector was scratched, the bending angle was out of specification, there was play in the angulation knob, and the water removal ability was out of specification due to deformed nozzle. The scope cover, the grip, the control unit, the right/left knob, the up/down knob, and the forceps control lever was dirty. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the water leak that occurred in the device, the instructions for use (IFU)-recommended reprocessing procedure was not completely implemented, leaving foreign matter on and around the forceps base. The event can be detected/prevented by following the instructions for use which state: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.